Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site registered, verified accuracy, and everything looked accurate. When the site went to navigate the frontal balloon in the left sinus, it was showing in the right sinus. When the site navigated in the right sinus, the system was showing the projection even further right of the patient. When the site navigated the straight suction and tricut, they said they displayed normally. The procedure was completed with the use of the navigation system. There was no reported impact to patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.